Event description:
Customer reported that the t button on the pump was faulty, requiring excessive pressure to operate. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.